Event description:
Boston scientific crm received info that this left ventricular (lv) lead was exhibiting loss of capture at the highest programmed outputs. The lead was surgically abandoned and successfully replaced. Another lv was also implanted and surgically abandoned to serve a replacement as needed if the new lv lead were to ever become non functional. To date, there have been no adverse pt effects reported.

Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt's condition.